Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp insertion, the medical doctor placed a sentrant sheath and accessed the left ventricle with a pigtail. 018 wire was then placed but they were unable to advance the impella catheter around the aortic arch due to heavy resistance. The medical doctor had to remove the impella cp and the guidewire together. A new impella cp was placed successfully. This report represents the guidewire. A separate report was submitted for the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The guidewire was not returned for investigation. The pump was returned for investigation with no physical damage noted. It was reported that the pump encountered heavy resistance at the aortic arch while being loaded on the 0.018 guidewire. The physician reported being unable to remove the wire, so both the device and the wire were pulled together. The cause of the removal issue was not determined, as the product was not returned and sufficient clinical information was not provided.